Event description:
It was reported that shortly after implanting this cardiac resynchronization therapy defibrillator (crt-d) system, both the right atrial (ra) lead and right ventricular (rv) lead channels exhibited noise and oversensing, which led to several episodes of inappropriate anti-tachycardia pacing (atp) and shock therapy. Upon x-ray examination, it was noted that the oversensing was being caused by a surgically abandoned lead. The physician opted to explant the rv lead and reposition the new lead in a different location to prevent oversensing. The patient reported experiencing discomfort, pain, and anxiety due to this event. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.